Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected cartridge chemistry (cc) sample probe. Fse replaced the wash collar valve on the cc sample probe and the leak was resolved. (B)(4).

Event description:
The customer reported a leak from cartridge chemistry (cc) sample probe on the unicel dxc 660i synchron access clinical system. The leak was contained to the instrument. The customer was wearing a lab coat and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.